Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing)/2367 alarm, which occurred on the homechoice (hc) during drain 2 of 4. The baxter technical service representative (tsr) had the home patient (hp) power cycle the machine and the tsr explained possible introduction of air in the lines and therapy was ended. The tsr advised the hp that they needed to start over with new supplies and contact the registered nurse (rn) about the air. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.